Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem was verified. The pump was found to be displaying "no disposable" alarm message when a start keypad button is pressed. Fluid ingressions were found on the chassis base by the occlusion sensor. The "alarms no disposable" issue possible was caused by the fluid ingressio . The customer reported condition was confirmed. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received that there was no patient involvement.

Event description:
Information received a smiths medical device cadd-legacy® plus pump alarm sounded when the cassette tube was not connected to pump. This alarm occurred during precheck of setting up the device for the patient. No patient injuries reported related to event.